Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration and an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on an unknown date the patient's pump moves up and down and across the back and it was inquired if that was normal. It was also reported the patient has lost some weight and has had some bowel problems. It was reviewed that the pump should be secure in the pocket. The patient was redirected to healthcare professional regarding the pump movement and bowel problems. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.